Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker and cracked reservoir window noted during visual inspection. Insulin pump passed prime/compromised force sensor system, displacement and basic occlusion test. Insulin pump alarms properly when reservoir is empty. (B)(4).

Event description:
Customer reported via phone call that the device would not alarm when the reservoir was empty. Customer's blood glucose was 510 mg/dl. Customer's blood glucose fluctuated from 45 mg/dl. Customer's blood glucose at time of call was 123 mg/dl. During troubleshooting, found customer programmed high unit of bolus. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.